Event description:
It was reported that the pump cannot connect to wireless network. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals are intact. The device was in excellent. Network configuration reset was in event history log (ehl) several times the technician tested wireless function using the wireless test station. The reported intermittent wireless connection to test station was duplicated. The root cause of the reported issue was found to be the antenna wire was loose on the radio board connector pin causing intermittent wireless function. The technician reseated the antenna wire.